Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm and blood was seen in the tubing. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and in the membrane, catheter tubing, and extender tubing. An underwater leak test of the balloon, catheter, y-fitting, extender tubing and extracorporeal tubing was performed and one leak was detected on the membrane approximately 23.6cm from the iab tip and measuring approximately 0.01cm in length. The reported problems were most likely triggered by the leak found on the membrane. Under magnification, the leak had a pinhole appearance and was most likely caused by a calcified plaque in the aorta. The evaluation confirms the reported problems. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).